Event description:
The surgeon was performing the final tightening of an inserted pedicle screw/tulip when the tip of the driver broke free of the driver. The surgeon left the broken-off tip in the head of the pedicle screw and inserted the rod as per normal procedure which secured the broken-off tip in the pedicle screw head, preventing it from migrating.

Manufacturer narrative:
The cause of the malfunction of this instrument could be due to several possibilities, including: the surgeon unintentionally induced excessive torque on the instrument beyond intended use causing it to exceed its intended design strength and yielding as a shearing fracture of the tip. The hardness of the bone was higher than normal requiring the surgeon to apply torque beyond its intended design strength and yielding as a shearing fracture of the tip. The preparation of the bone for screw insertion was improper requiring the surgeon to intentionally apply torque beyond its intended design strength and yielding as a shearing fracture of the tip. The instrument was unintentionally not fully inserted into the screw head, resulting in the torque not being applied to the full length of the tip causing it to exceed its intended design strength and yielding as a shearing fracture of the tip. A review of the DHR paperwork, including material certs, revealed nothing out of the ordinary. There were no manufacturing issues with wi-003, lot: 4168. The results of the investigation indicate that the cause of the failure was torque beyond the yield strength of the instrument. Because it is not known whether the patient had hard bone, or if the surgeon properly seated the driver into the screw the actual root cause of the broken driver tip cannot be determined.